Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tips on the medium-large clip applier instrument did not align to fully close the clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and the reported issue with the instrument could not be replicated or confirmed. Failure analysis found no bent clip tips during visual inspection. Additionally, not reported by the site, the instrument was found to have both grip input disks broken. Input disk 7 was found completely detached from the base of the housing while input disk 6 was broken from the inside.